Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. According to the additional evaluation, during the manufacturing process the work order was split into two orders. One order should have been packaged with another label. The manufacturing system allows for the assignment of a lot number to more than one work order. It seems that there was an oversight during the labeling and the personnel involved in the repackaging process did not identify the typing error. According to the health hazard evaluation it is not likely that use of this device in the presence of the defined defect will result in a serious adverse health consequence or incident that requires additional medical or surgical treatment. It is not likely that the use of the device in the presence of the defined defect will result in patient harm, the potential for harm is not likely.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Method code not reported in initial mw. Device history record review: manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
The doctor found that the screw length is shorter than others. Then he noticed that the product package label is wrong since these screws are clearly shorter than 26mm. This is 1 of 1 report for event # (B)(4).